Manufacturer narrative:
Correction to b5 describe event or problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. The device remains in service. No adverse patient effects were reported.